Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that no actions/interventions were taken to resolve the event and at present no other actions were planned. The device was still implanted with no plans to replace or explant at present.

Manufacturer narrative:
Concomitant medical product: product ID 8784 serial# (B)(6) implanted: (B)(6) 2022 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2013 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-10-20 e1: (rep) additional information regarding,we have not received the device. What is the return status? Please provide the return tracking number. The product was returned on 2022-09-22 via product mailer fedex. The tracking number is (B)(4) and it was delivered on 2022-09-28.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving fentanyl (1000 mcg/ml at 590 mcg/day) via an implantable pump for spinal pain indications. The patient stated that the hcp got all the medication back from the pump at refills the last 2-3 times. The patient denied withdrawal or increase in pain; however, the patient also took oral pain medication. The patient denied external factors that may have led or contributed to the issue. A dye study was performed and the hcp was only able to withdraw less than 0.5 ml from cap (catheter access port). The hcp stated severe resistance when pushing dye through the catheter. There were no actions/interventions taken. Surgical interventions was unknown. The patient thought they may not need the pump and will speak to the hcp about weaning the medication in the pump since the medication was not infusing and the patient does not feel any difference. The issue was not resolved at the time of report. The patient's weight and medical history was asked and will not be made available.

Event description:
Additional information was received, from a healthcare provider (hcp) via a company representative. Who reported, that the patient had pump pocket exploration today. The catheter was found to be kinked off in a couple of spots completely occluding flow. One kink was directly next to pump connector that connected the pump segment to the spinal segment. The catheter was released from scar tissue. And a new pump segment was implanted. The physician had extreme difficulty feeding the existing spinal segment of the catheter into the connector that came with the pump segment kit. The new pump segment was able to be fed into the connector easily. An anchor tool kit was then opened to get another connector. And the same issue happened with the existing spinal segment not feeding easily into the connector. The spinal segment was trimmed by 1 cm and still the segment would not feed into the connector easily. The new pump segment end fed easily. The physician was finally able to get the spinal segment into the catheter connector barely enough to connect.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(6) implanted: (B)(6) 2022, product type: catheter, product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2013, product type: catheter. Concomitant medical products: other relevant device(s) are: product ID: 8784, serial/lot#: (B)(6), ubd: 2023-10-18, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of catheter (s/n (B)(6)) identified a kink in the catheter body. Analysis of catheter (s/n (B)(6)) identified that the catheter was not fully seated onto the connector and the collet was locked in place. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.